Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient presented with syncope at the hospital emergency room and the lead had right ventricular oversensing. Reprogramming was done to sense at the tip to coil. The lead extraction was planned for a later date and two weeks later, the lead had fractured. While the physician attempted to extract this lead, the atrial lead became unusable. The leads were explanted and replaced. No further patient complications were reported as a result of this event.